Manufacturer narrative:
(B)(4). Device manufacture date (mm/dd/yyyy): 07/10/2014.

Manufacturer narrative:
Patient information was not provided. The literature did not document an event date, and it has not been provided by the facility. The information will be provided in a supplemental report if and when made available. The serial number was not documented in the literature and has not been provided by the facility, and the unique identifier (UDI) number could not be determined. The information will be provided in a supplemental report if and when made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). The device manufacturer date could not be determined, as the serial number is unknown. The information will be provided in a supplemental report if and when made available. The facility has reported patient infections, however the literature did not link any patient infections directly to this heater-cooler unit. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z-number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). A literature review performed on september 2, 2016, identified an additional sorin heater-cooler system 3t at (B)(6) that tested positive for mycobacteria contamination which has not been documented on previous reports. There was no patient injury reported. This issue was initially reported under medwatch report number 9611109-2016-00070, as serial numbers had not been provided. Follow-up communication with the customer identified 4 serial numbers, and a separate medwatch report was filed for each unit (reference medwatch report numbers 9611109-2016-00070, 9611109-2016-00178 and 9611109-2016-00179). The literature review stated that 5 units were involved. This medwatch report is being filed to document the fifth unit. The literature review performed on september 2, 2016, identified a study performed by the facility ((B)(6)) in response to the identification of m. Chimaera infections in six (6) patients (see medwatch report number 1718850-2014-00049). The study was published in the cdc journal. The publication states that the reported issue involves five (5) units, whereas the initial report from the facility stated that four (4) devices were involved. The customer has not provided the serial number of the fifth unit and it is not documented in the literature. Please see medwatch report number 9611109-2016-00687 for additional details on the fifth unit. The article states that the units were serviced according to the current manufacturer's recommendations prior to mid-april 2014, however following the infections, an intensified cleaning and disinfection procedure was implemented, consisting of daily water changes with filtered water and bi-weekly maranon h. Disinfection cycles. The article states that the facility began using a puristeril filter in february 2015. At this time, custom stainless steel housing for the heater-cooler systems were also built to ensure air separation between the heater-cooler exhaust and the or air. The housing was directly connected to the or room exhaust air. During the study, which took place from mid-april 2014 through january 2016, a total of 134 water samples were taken, 127 of which were taken after the implementation of the intensified cleaning and disinfection protocol. According to the literature, the first positive results for m. Chimaera were received in august 2014 from a device installed at the facility 7 months earlier, during which time it had not tested positive for contamination. Of the 134 samples, 90 were negative for ntm and 6 were positive for non-ntm bacterial growth. Of the 134 samples, 38 tested positive for ntm, of which 22 were m. Chimaera, 12 were m. Gordonae, 2 were a combination of m. Chimaera and m. Gordonae, and 1 each for m paragordonae and m. Chelonae. Ntm contamination was found in both the cardioplegia and the patient water circuits. In addition to the water sampling, 91 air samples were taken from the units. Of the 91 total air samples, 90 showed no growth and 1 grew m. Chelonae, although no mycobacterium was detected simultaneously in the corresponding heater-cooler system. Ntm growth was recorded for each of the units over a range of 157 to 358 days (median of 174 days). One of the units remanded permanently without growth of m. Chimaera, whereas the other four grew m. Chimaera after a median of 250 days. The study was unable to confirm the source of the ntm contamination. However, the article states that one of the units was tested positive for m. Chimaera for the first time after being returned from repair at the manufacturer. The literature did not state if the customer performed a disinfection during re-installation as recommended in the current instructions for use (IFU). These results cannot be allocated to specific serial numbers, as none were documented in the publication. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
A literature review performed on september 2, 2016, identified an additional sorin heater-cooler system 3t at (B)(6) that tested positive for mycobacteria contamination which has not been documented on previous reports. There was no patient injury reported.